Manufacturer narrative:
(B)(4).

Event description:
The pt had erythema around the incision at pump site. The pt was given clindamycin 300mg qid x 7 days. The outcome was reported as "ongoing". Additional info has been requested, a follow-up report will be sent if additional info becomes available.